Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm was unable to duplicate the reported issue and no error codes were noted in the logs. The stm checked the system and ran it on the trainer. The iabp functioned normally. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was stuck in refill mode. It is unknown under which circumstances this occurred; however there was no known harm or injury to the patient and no adverse event was reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was stuck in refill mode. It is unknown under which circumstances this occurred; however there was no known harm or injury to the patient and no adverse event was reported.